Event description:
The customer reported the verticalcolumn will not move. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and found the key switch in the wrong position. Ge rep turned key to proper position and infored customer. System operates as intended.